Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2022, patient underwent left subclavian placement of an angiodynamics xcela power injectable port catheter product, with model number h965451030, and lot number 15076900. The device was implanted by dr. (B)(6), m.d., (B)(6), in (B)(6). The device was implanted for the purpose of chemotherapy to treat patient's breast cancer. On or about (B)(6) 2022, patient presented to dr. (B)(6), m.d., (B)(6) oncology in (B)(6) for chemotherapy teaching, where patient was noted to have an infection that requires removal of the xcela. On or about (B)(6) 2022, patient presented to (B)(6) in (B)(6), for removal of the infected xcela port. The removal procedure was performed by dr. (B)(6), m.d.